Event description:
It was reported that during a vertebral artery stenting treatment procedure, "stent jumping" occurred. When the physician deployed the carotid wallstent monorail 8.0-29 stent, "it was jumping ahead" and implanted at a non-target lesion site. The physician used another carotid wallstent monorail 8.0-29 stent to successfully stent the target lesion and completed the procedure. No patient injuries or complications were reported. Patient status is reported as "good". Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.